Event description:
Caller reported a malfunction on their pump, which did not result in any adverse impact to the customer's blood glucose level. Technical support provided information and assisted the caller in resetting the pump, as the issue had not been reset previously. After the reset, the malfunction code did not recur, and the customer was advised to continue using the pump and contact technical support if any issues arise again.